Event description:
During a programming history review of the m102r sn (B)(4) generator, it was noted that high impedance was seen on both system and generator diagnostic tests on (B)(6) 2011, and on normal mode diagnostic tests on (B)(6) 2011. A search was performed to find the patient information; however, the patient and lead product information is unknown. A review of the manufacturer's records for the lead could not be performed as the lead product information is currently unknown. Follow up was performed with the physician to obtain additional information; however, the physician stated that he did not have time to search through each of his patient's records to associate the serial number with a name. He further stated that he does not recall this high impedance event and that if ithe event had required x-rays or removal of the device he would have remembered. No additional information was provided.

Manufacturer narrative:
Device failure is suspected.